Event description:
Complainant alleged that a female nurse (age unknown) was performing a daily shift check of the unit, when she received one 100 joule shock while discharging the unit. The nurse did not require any treatment for the unintended delivery on energy, nor has she experienced any lingering side effects. There was no patient involvement. The pd1400 operator's guide contains detailed instructions for performing daily tests on the unit.